Manufacturer narrative:
Pump was received with detached end cap, minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. The pump was unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to detached end cap. Drive support disk was inspected and no anomaly was noted.(B)(4).

Event description:
The customer's spouse reported via phone call of issues with customer's insulin pump. The spouse states the end cap came off and the pump was squirting out insulin. The customer's blood glucose level was unknown. The customer's most current level was 150mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.